Event description:
It was reported that a patient underwent a laparoscopic repair of a recurrent large umbilical hernia on (B)(6) 2013 and mesh was implanted. On (B)(6) 2013 she present with a small bowel obstruction. On (B)(6) 2013 an exploratory laparoscopy and laparoscopic lysis of adhesions were performed. Also at that time a lap-assisted small bowel resection of a piece of small bowel adherent to devascularized omentum which was adherent to the abdominal wall near the left edge of the mesh was performed. The patient has a seroma at the original incision site but no medical intervention has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.